Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to exhibiting loss of capture, farfield oversensing and pacing inhibition on the right ventricular channel. The patient experienced presyncopal episodes prior to the procedure. Another device was implanted instead. No further adverse patient effects were reported.